Event description:
The customer stated that the saw attachment overheats, does not oscillate, and does not cut. This is 1 of 1 report for #(B)(4).

Manufacturer narrative:
(B)(6). During pre-repair assessment performed by a technician, a visual test was performed and revealed that the housing was damaged. The lid, maintenance kit and various parts were replaced. Device was repaired and returned to the customer on (B)(6) 2012. Placeholder.